Event description:
It was reported that approximately 7 1/2 months post op, pt complained of pain. X-rays showed that a screw was broken at s1. Revision surgery was performed approximately 4 months post op. The top part of the screw was explanted but the bottom part of the screw was fixed in the pt and could not be removed.